Manufacturer narrative:
The sonicare brush head is an accessory to the flexcare blue power toothbrush.

Event description:
The consumer states that the bristles from their brush head are coming out inside their mouth. No indication that medical attention was sought.

Manufacturer narrative:
Incorrect initial reporter contact information in initial report.